Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. X-ray evaluation report provided by third party confirms periprosthetic fracture of the medial compartment. Mild depression of the fracture noted. Bone quality appears normal. Primary operative notes do not suggest any intra operative complications. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial right partial knee arthroplasty. Subsequently, the patient was revised on an unknown date due to a tibial periprosthetic fracture. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Radiographs confirmed a periprosthetic fracture of the medial compartment. Radiographs further noted a mild depression of the fracture and normal bone quality. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Concomitant medical products: 42558000602 2903164185 partial femur cemented size 6 right medial. 42518200609 2236563882 partial articular surface left medial size f 9 mm thickness. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right partial knee arthroplasty. Subsequently, patient experienced tibial head fracture after ppk, doctor suspects no defects in the implants. Attempts have been made and additional information on the reported event is unavailable at this time.